Manufacturer narrative:
Ide products are reported through alternative reporting requirements per FDA regulation 803.19 and do not require MDR reporting. Ous-unique products do not have a comparable FDA reportable product and are therefore not reportable.

Event description:
The patient was admitted to the hospital due to a loss of consciousness and complete heart block. The patient lost consciousness due to a loss of capture on both the right ventricular (rv) and left ventricular (lv) leads. The output was increased on the rv lead and the vector was changed on the lv lead to successfully induce ventricular capture. The patient was stable following the reprogramming. Related manufacturer report number: 2017865-2019-13609.